Manufacturer narrative:
Device evaluation: the retrieved component was returned for evaluation. Visual examination was performed. Markings observed on the component were consistent with the reported retrieval. Results of our evaluation indicate that the component was not properly engaged to the construct. No conclusion can be drawn from the results of the examination of the returned component.

Event description:
It was reported that the patient experienced pain approximately six months post-operatively. A reoperation was performed at which time a portion of the construct was removed and the fixation hardware (another manufacturer) was replaced.